Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. This report is for three (3) unknown screws removed from: right t1, left t2, and right t2. It cannot be determined which length screw was removed from which level. Possible part information includes: 04.615.130: 4.0mm ti cancellous polyaxial screw 30mm for 4.0mm rods ¿ k142838 ¿ codes: nkg and kwp; 04.615.132: 4.0mm ti cancellous polyaxial screw 32mm for 4.0mm rods ¿ k142838 ¿ codes: nkg and kwp; 04.615.134: 4.0mm ti cancellous polyaxial screw 34mm for 4.0mm rods ¿ k142838 ¿ codes: nkg and kwp; 04.615.136: 4.0mm ti cancellous polyaxial screw 36mm for 4.0mm rods ¿ k142838 ¿ codes: nkg and kwp. Additional product codes for this complaint include nkg. Without verification of the exact part numbers that were affected, the UDI¿s are not available. The original implant procedure (from c2-t2) was conducted on an unknown date in (B)(6) 2015. As a note: not all of the original hardware was explanted during the revision procedure on (B)(6) 2016. Some of the devices remain in the patient. The complainant parts are not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no devices were returned. Without lot numbers, the device history record reviews could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an original posterior cervical fusion procedure with a synthes synapse 4.0mm rod system from c2-t2 on an unknown day in (B)(6) 2015. It was later noted that the patient had not healed at the location of construct placement. Images taken on an unknown date revealed that the locking caps at t1 and t2 had become loose and separated from the synapse screws. As a result, the patient returned to the operating room on (B)(6) 2016. During the procedure, the surgeon was able to confirm loosening and noted that the caps were floating free. The surgeon then discovered that the left c2 locking cap had also loosened and separated from the screw at c2. The remaining locking caps were removed, but noted to be reasonably tight. The surgeon also removed the rods and the 4.0mm synapse screws at t1 and t2. The left t1 screw, which was a 4.0mm x 32mm screw, had broken off at the head. It is unknown if the screw head broke during removal or sometime prior to the revision surgery. The explanted synapse screws at t1 and t2 were replaced with synthes universal spine system (uss) dual opening screws. The remaining synapse screws were left in the patient and new synapse 4.0/6.0mm rods implanted. The rods were connected to the screws and the procedure was completed. No reported surgical delay. This report is for three (3) unknown screws removed from: right t1, left t2, and right t2. This report is 7 of 7 for (B)(4).